Event description:
It was reported that the device did not respond timely to vf therapy. The patient presented in the hospital after receiving high voltage therapy. No specific symptoms were noted. Upon interrogation, the device had detected ventricular fibrillation and delivered high voltage therapy at 3:54pm, which slowed the rhythm down to sinus rate of 190 bpm; however, the patient was still in ventricular tachycardia. The rhythm sped up to over 200 bpm where it stayed until 4:02pm; when the rhythm sped up to 315 bpm and delivered high voltage therapy. The physician reprogrammed the device and the arrhythmia was resolved. The patient will be monitored normally.